Event description:
It was reported that the patient implanted with this implanted lead had an infection. No additional adverse patient effects were reported. Currently, the implanted lead was capped. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).